Event description:
Ous MDR - after an implantation time of about 22 months, it was reported that the device could not be interrogated during a routine follow-up. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing and traces of smoke that might be connected to electrocautery during the explantation. Next, the pacemaker underwent a status interrogation. The clinical observation was confirmed, it was not possible to interrogate the implant. The device was then opened. The visual analysis of the electronic module did not show any anomalies, and the battery was discharged but not defect. The further course of the analysis identified a damaged integrated circuit that caused an increased power consumption and consequently led to the clinical observation. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged integrated circuit of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.